Event description:
An implant card was received to the manufacturer documenting the vns generator was replaced along with the lead at the (B)(6) 2013 surgery. Diagnostics were ok with the new devices. The explanted vns lead and generator were returned on (B)(6) 2013 and are pending product analysis. Paperwork received with the explanted devices noted the lead was replaced due to high impedance/lead discontinuity and the generator was replaced for prophylactic reasons.

Event description:
Product analysis of the vns lead and generator was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The in-line cavity go gauge test passed and the returned lead inserted completely past the negative connector block with no difficulties (lab conditions). There were no performance or any other type of adverse conditions found with the pulse generator. The location of the setscrew marks indicate the lead pin was fully inserted, providing proper contact with the generator at least once. Although not conclusive, the presence of two additional setscrew indentations identified at the end tip of the connector pin and an imprint of the canted spring on the small o-ring boot indicate that the lead connector was not inserted completely at one point in time may confirm this to be a contributing factor to the high impedance. The lead connector was inserted in a representative pulse generator header and no anomalies that could prevent proper insertion were identified. Scanning electron microscopy images of one of the 2 lead coils showed that pitting or electro-etching conditions have occurred at the area where discoloration was noted. Discoloration was also noted on the lead pin. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
On (B)(6) 2013, high impedance was reported during routine normal mode diagnostics on (B)(6) 2013. Previous diagnostics from 2011 were within normal limits.an x-ray image was recevied; however, the generator area was not visible. No lead break was visible on the assessed lead part.surgery is likely but has not taken place.

Manufacturer narrative:
Review of programming history.manufacturer reviewed x-rays of implanted device.x-rays reviewed by the manufacturer, no gross lead discontinuities visualized.device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the lead was revised on (B)(6) 2013. It is unknown if the generator was also revised. The products have not been returned to date.

Manufacturer narrative:
Corrosion noted on lead coil and discoloration on lead pin. Only a portion of the lead was returned for analysis which did not reveal any discontinuities. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.